Event description:
"Breakage of a pedicle-screw during surgery. This results in a delay in the operation time. According to reporting person: "we are very sorry to inform you that the item broke during the surgery and part of it has been left inside the patient.""

Event description:
"Breakage of a pedicle-screw during surgery. This results in a delay in the operation time. According to reporting person: "we are very sorry to inform you that the item.... Broke during the surgery and part of it has been left inside the patient.""